Manufacturer narrative:
The device was returned for analysis. Visual inspection showed signs of deployment shaft peeling. An electrical test was performed and the device passed the test. Magnetic sensor resistance test revealed both pairs were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on 21dec2017. It was reported that tracking issues occurred. During a procedure to treat left atrial flutter with an intellamap orion mapping catheter, the visualization of the catheter disappeared sporadically. The procedure was completed with another of the same device without any patient consequences. Device analysis revealed signs of deployment shaft peeling.